Manufacturer narrative:
Corrected information: this is a follow up to report that the product problems in the initial report did not occur with lot number nn621201b0008 as the consumer did not use this carton of tampons.

Event description:
This is a follow up to report that the product problems in the initial report did not occur with lot number nn621201b0008 as the consumer did not use this carton of tampons. This report is to remove the reportability from this carton of tampons.

Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string pulled out of 18 tampons leaving the tampon inside. She manually removed the tampon in pieces. She experienced fever with headache and abdominal pain. She took tylenol (B)(6) for a week.